Manufacturer narrative:
The customer contacted the siemens customer care center regarding the incorrectly reported heparin patient result from the laboratory information system (lis). The customer confirmed the lis decimal format was configured incorrectly. The lis decimal format was corrected by the customer. The operator then recalibrated the system and re-ran the same sample on the same system (ca-1500 coagulation analyzer) 4-5 hours later. The cause of the discordant high heparin result on one patient sample was user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high heparin result was reported to the physician. The initial heparin patient result generated on the ca-1500 coagulation analyzer (instrument) was 0.09 iu/ml. The lis (laboratory information system) setting was not configured correctly and the lis reported the initial result of 0.09iu/ml, as 0.90 iu/ml. 0.90iu/ml was reported to the physician. The physician did not question the result and stopped patient heparin treatment. The correct (initial) result of 0.09 iu/ml was reported to the physician one hour later. Once the lis was configured correctly, the operator recalibrated the system and re-ran the same sample on the same system (ca-1500 coagulation analyzer) 4-5 hours later. The patient heparin result (repeat 1) generated was 0.13 iu/ml which was reported to the physician and questioned. Patient was redrawn for a new sample and tested on the same system (ca-1500 coagulation analyzer) generating a repeat 2 heparin result of 0.12 iu/ml which was also reported to the physician. The correct (initial) result of 0.09 iu/ml was reported to the physician one hour later. There was no known impact or adverse health consequence to the patient due to the cessation of heparin treatment.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR 9610806-2017-00037 on 3/10/2017. On 3/29/2017-corrected information: siemens healthcare diagnostics inc. (Siemens) has provided the corrected brand name and common device name as berichrom heparin.